Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: none. It was reported that an xpert stent was found partially deployed when take out of the package. Although requested, there is no additional information available.

Manufacturer narrative:
The device was received. Investigation is not complete.